Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A temperature error and overheating were occurring due to a faulty fan not functioning properly. Additionally, the scope socket was worn out and leading to a poor connection. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the visera elite xenon light source was experiencing ventilation errors on the otv-s190. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely malfunction of the fan due to the amount of use and age of the device (over 7 years). This malfunction would lead to the error (e101) due to temperature increase in the chassis. Additionally, the fan malfunction also led to the main lamp ignition failure due to the temperature increase in the chassis.